Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Insulin pump received with no act button response due to unlocked keypad connector on lcd board. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported that the escape and activate buttons were not functioning during a manual bolus. The blood glucose reading was 197 mg/dl. The caller mentioned that the device was dropped and landed on the floor about two feet up. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.